Event description:
It was reported that approaching five months following a pci/stenting treatment procedure, the patient presented to the hospital with chest pain. A heparin infusion was initiated. In-stent restenosis was discovered in the previously placed express2 monorail 20/2.5 mm in the left circumflex coronary artery. The patient was sent for surgical intervention at that time, then was discharged four days later. The patient's current status is reported as 'okay.'